Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3911759,I,SI,251,Edwards SAPIEN XT,9300TFX23,3190;4020006,I,SI,12,Edwards SAPIEN XT,9300TFX23,2993;4103329,I,SI,2,Edwards SAPIEN XT,9300TFX26,2993;4140594,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;4296463,I,SI,150,Edwards SAPIEN XT,9300TFX26,3190;4627138,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4781008,I,SI,16,Edwards SAPIEN XT,9300TFX29,3190;4799601,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4814543,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;4814554,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4818377,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4823545,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;4823640,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4823640,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4831270,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4834881,I,SI,1,Edwards SAPIEN XT,9300TFX29,2993;4839445,I,SI,2,Edwards SAPIEN XT,9300TFX26,2993;4839445,I,SI,2,Edwards SAPIEN XT,9300TFX26,2993;4841734,I,SI,21,Edwards SAPIEN XT,9300TFX29,2993;4882567,I,SI,7,Edwards SAPIEN XT,9300TFX23,2993;4905456,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4909018,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4914774,I,SI,3,Edwards SAPIEN XT,9300TFX29,2993;4921104,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;4928050,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4581420,S,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4581420,S,SI,0,Edwards SAPIEN XT,9300TFX26,3190

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 27 SERIOUS INJURY EVENTS.  COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿.  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR AUGUST 20TH 2018 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.